Event description:
It was reported that a malfunction alarm occurred. There was no adverse impact to the customer¿s blood glucose level. Technical support provided instructions on resetting the pump, which resolved the issue, allowing the customer to continue using the device.